Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s921usqs4byg2. Hardware: sm-s921u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pink slide did not move forward, is not visible in the viewing window and when the pod was removed the cannula was not visible; this indicates a needle mechanism failure. Pod communication error was also reported. No impact to the patient's glucose level was reported. The pod was removed. As treatment, a new pod was placed. Dexcom has been notified.

Manufacturer narrative:
The download data shows the device was deactivated after first prime, prior to when the needle mechanism is intended to deploy. No timeouts or drive stalls were seen in the data. No damages or defects were found that would prevent the device from completing second prime and deploying the needle mechanism as expected. As the device was deactivated after first prime, a continuous glucose monitor was not yet intended to be paired with the pod. The pod was able to pair with a sensor during investigation. No problems were found during investigation that would have prevented the sensor from connecting after the pod completed priming. No damages or defects were observed that would contribute to a communication error at startup. The exact cause of the reported communication error could not be determined.